Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the devices ac inlet connector was observed. The device's ac inlet connector was replaced to address the issue.